Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had all in one (aio) issue. A field service engineer determined that the aio was faulty and had no power. The aio was replaced and powered up properly. The device was confirmed to be non live with no medications loaded. The customer verified that the aio powered up correctly, and the device was confirmed to be functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower monitor at the cr station would not turn on, and there were no lights on the monitor. The customer had already connected it to a different power outlet and pressed the power button, as well as unplugged and replugged the monitor, but the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.